Event description:
Information received from the field does not address the patient's clinical status but notes loss of capture and a programmin g anomaly.

Manufacturer narrative:
H6-preliminary analysis found the device in backup code c. During subsequent testing, the device did not revert to backup code c and the failure could not be reproduced.